Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the right ventricular and atrial lead exhibited noise. The noise was reproducible with isometrics. The lead measurements were stable. No intervention was performed. The patient was in a stable condition before, during and after the device interrogation and will continue to be monitored.

Event description:
New information states that the patient presented in clinic for routine check. Upon interrogation, the right ventricular and atrial lead exhibited noise leading to auto mode switch episodes and noise reversion episodes. Noise was reproducible with isometrics on both the leads.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information states that the right ventricular and atrial leads were explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.